Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 26 mmol/l at the time of incident. Customer was not assisted with troubleshooting for high blood glucose level. Customer spot blood after inserting sensor. The insulin pump will be returned for analysis.